Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event and began treatment with vancomycin (1g per solution bag) and meropenum (500 mg, 3 exchanges per day). It was not reported if peritoneal dialysis therapy was ongoing. No additional information is available.